Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during evaluation at service and repair, the torq limiting handle 4.5mm qk coupling failed calibration. There was no patient involvement. This report is for one(1) torq limiting handle 4.5mm qk coupling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part 03.835.043, lot j000338-43: release to warehouse date: october 09, 2020. Supplier: avalign technologies-nemcomed. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the customer returned the torque limiting handle for routine maintenance. The repair technician reported that the device had failed calibration. The minimum torque peak attained during evaluation was 3 out of the specified limit for the part. The device will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.